Manufacturer narrative:
(B)(4). (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported the patient is being considered for a revision to address unknown reasons at an unknown date. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records/op notes which indicated damage to inlay as well as a small broken metal piece embedded in the inlay. Synovitis was also observed. Xray review indicate three acetabular component fixation screws and the most medial and most lateral screws are both fractured. There is eccentric position of the femoral head within the acetabular cup consistent with severe inlay abrasion. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 01708. 0001822565 - 2019 - 01707.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that patient was revised approximately 26 years post initial implantation due to liner wear. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
(B)(4). Initial implant date- unknown date, 1992.   If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.